Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. Root cause description: this complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Rationale: no sample, lot, or batch provided.

Event description:
It was reported that unspecified bd¿ catheter leaked during use. The following information was provided by the initial reporter: in the last week I have had 218 g cannulas develop a fault after insertion. Following a bolus dose of medication via the top port. It appears a valve becomes defective, allowing any fluid administered to flow out of the top port, or if no fluid is running the patients blood to track up the cannula and out of the top port. Unfortunately packet had already been disposed of when problem became apparent so unable to provide batch no.